Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent sensing due to lead dislodgement. The lead was explanted and replaced without incident. No adverse patient effects will be reported. The lead was retained by the hospital and will not be returned for analysis.